Event description:
During shift check, the autopulse platform (B)(4) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large), followed by the prompt: "pull up lifeband and press restart". The customer changed the lifeband, but the issue persisted. No patient involvement.

Manufacturer narrative:
The reported complaint that "the autopulse platform s/n (B)(4) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large), followed by the prompt: pull up lifeband and press restart" was confirmed during functional testing and based on the review of the archive data. The root cause of the ua07 advisory message was the defective load cell module 2, likely attributed to mishandling such as a drop or a defective component. Visual inspection of the returned autopulse platform was performed, and no physical damage was observed. A review of the archive data showed multiple user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) around the customer's reported event date, confirming the reported complaint. Functional testing failed due to the ua07 advisory message displayed upon powering up the platform, confirming the reported complaint. This advisory message is followed by the prompt: "pull up lifeband and press restart", as reported by the customer. During power-on-self-test, the load sensing system detected a weight or load imbalance between the two load cells. A load cell characterization test was performed and confirmed that load cell module 2 was defective (over-reported), and it needs to be replaced to remedy the fault. Zoll is awaiting the customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for autopulse platform with serial number (B)(4).